Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol perfix plug on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct sex and date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with incarcerated left inguinal hernia, ilioinguinal neuralgia and possible neuroma thereby underwent with implant of perfix plug. Per operative notes, ¿the ilioinguinal nerve was decompressed, and a large perfix plug was placed and secured.¿ (B)(6) 2019 ¿ patient was diagnosed with right initial left recurrent inguinal hernia and bilateral inguinal hernia thereby underwent robotic assisted repair with implant of a synthetic mesh. Per operative notes, ¿the bilateral hernias were identified and a synthetic mesh was placed in the left upper quadrant. In the right, had an indirect inguinal hernia and a synthetic mesh was placed and sutured.¿